Manufacturer narrative:
Model number/catalog number: 72404155, serial number: null, batch/lot number: 612459011, model/catalog description: unknown.

Event description:
It was reported that the patient experienced a failure with an inflatable penile prosthesis (ipp). No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number: 72404155 serial number: null batch/lot number: 612459011 model/catalog description: unknown.

Event description:
It was reported that the patient experienced a failure with an inflatable penile prosthesis (ipp). No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.